Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced wound breakdown with exposed mesh, mesh erosion, urinary incontinence, abdominal pain, bleeding,dyspareunia, bowel problems and loss of consortium. Excisions of the exposed mesh, exposed mesh, exposed fibers were trimmed and a vaginal closure were performed.